Manufacturer narrative:
Visual assessments of the device showed no ts or suture remains on the insertion needle or were returned for evaluation. The depth limiter is damaged at its distal end and approximately 1 inch from its distal end. Needle is bent on two planes. The actuator is stuck at the needles distal end. The device was functionally tested for proper actuator advancement and cycling and would not function as intended. It appears that the during deployment of t1 the needle over penetrated the meniscus causing the needle to bend and t2 to be pulled off the needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacturing process can be established. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure t2 deployed prematurely. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.